Manufacturer narrative:
Sorin group (B)(4) rec'd a report that the bipolar would not cut at random times and became difficult to open after 5-10 mins of use during a procedure. There were no pt complications due to the incident. The bipolar was returned to (B)(4) for eval. Visual inspection and functional testing found problems with the function of the jaws, including failure to completely close. Further inspection found that the jaw guide portion of the inner shaft was spread open significantly. Signs of the jaws wearing on the jaw guide were also noted, including the appearance of material missing from the jaw. The above observations are all indicative of an excessive amount of tissue having been clamped in the jaws and/or excessive torque applied during use. These actions have been found to have the potential for causing problems with jaw function or material to wear off of the jaws. The instructions for use state "to ensure that the instrument will close properly, do not insert too much tissue in the jaws", "do not advance or torque the instrument with the jaws open or use the jaws for spread dissection. These actions will damage the instrument", and "excessive tissue accumulated within the jaws may prevent knife blade from fully returning to its neutral position". A CAPA, (B)(4), has been issued to reduce the potential for damage to the bipolar when excessive force is applied.

Event description:
Sorin group (B)(4) rec'd a report that the bipolar would not cut at random times and became difficult to open after 5-10 mins of use during a procedure. There were no pt complications due to the incident.